Event description:
A distributor reported that a customer observed biased glu oc results on the vitros dt60 analyzer. No biased results were reported. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.